Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a CABG procedure, a resolute onyx drug eluting stent dislodged in vivo. The patient had been previously stented.